Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the two knives provided in the custom pak were not sharp enough and would not cut. There was no patient harm reported. Additional information has been requested. This is the first of two medical device reports for this facility.